Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 397 mg/dl and a correction bolus was delivered to address bg. Cause of event was not known. During pump system check with tandem technical support, the time was found to be off by 1 hour. Customer had not adjusted the pump time after daylight savings.